Event description:
Customer reported that the insulin pump has a crack on the screen. Customer stated that it looked like it might have a leak on the left hand side of the screen. Customer is unsure of how the damage occurred. Blood glucose value is 175 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with minor scratched display window. The device had cracked case at display window corner, battery tube threads, and reservoir tube lip. No moisture damage found inside the device and battery tube. The device was received with bleeding lcd glass.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.